Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, a missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip was broken off and had a missing reservoir tube o-ring and test reservoir will not lock/click in place. The pump passed the idle current, run current, self-test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion or occlusion tests due to a broken off reservoir tube lip and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 400mg/dl at the time of the incident. Customer treated with manual injection and declined troubleshooting for the high blood glucose. Customer stated that the rim of the reservoir chamber was chipped and that the reservoir would not stay in the insulin pump. Customer stated that the top of the reservoir chamber chipped off while changing reservoir. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.